Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the customer had a test failure alarm on their insulin pump. Customer's blood glucose was 63 mg/dl. Troubleshooting found the alarm did not occur during the rewind/prime sequence. The customer also stated their temp basal was not programmed before the alarm occurred. Customer also reported differences between their sensor glucose and blood glucose readings. It was found the customer's sensor had a reading of 40 mg/dl. The customer declined to troubleshoot for their inaccurate readings. No additional information provided.